Manufacturer narrative:
B5: describe event or problem: it was reported that the ext¿ stabilized extension set with nearport¿ IV access and maxzero¿ needle-free connector, the tubing separates from the adaptor or luer connection. The following information was provided by the initial reporter: it is reported that, medlock can easily become dislodged. D4: medical device lot #: 9451962. D4: medical device expiration date: 06-apr-2025. H4: device manufacture date: 01-jul-2022. D4: medical device lot #: 9452268. D4: medical device expiration date: 18-may-2025. H4: device manufacture date: 30-aug-2022. H1: type of reportable events: malfunction. H5: imdrf annex f grid: f24. H5: imdrf annex a grid: a0202.

Event description:
It was reported that the ext¿ stabilized extension set with nearport¿ IV access and maxzero¿ needle-free connector, the tubing separates from the adaptor or luer connection. The following information was provided by the initial reporter: it is reported that, medlock can easily become dislodged.

Event description:
It was reported that the ext¿ stabilized extension set with nearport¿ IV access and maxzero¿ needle-free connector, the tubing separates from the adaptor or luer connection. The following information was provided by the initial reporter: it is reported that, medlock can easily become dislodged.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11-jul-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two ext stabilized extension sets from lot number 9452268 and 9451962. The plastic piece for luer connections at the distal end of the extension tubing was easily removed. Both samples showed minimal to no presence of adhesive on the distal end of the extension tubing. The reported issue was confirmed and determined to be manufacturing related. The appropriate personnel have been notified. A device history record review showed the lot numbers involved met the lot release requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 23-mar-2023. Medwatch report # mw5115975. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a life threatening event happened with ext¿ stabilized extension set with nearport¿ IV access and maxzero¿ needle-free connector, however, there is no evidence of any device malfunction. Attempts for further clarification regarding the life threatening event has not yet been obtained. The following information was provided by the initial reporter: it is reported that, medlock can easily become dislodged. Type of event: serious injury. Medical device problem code(s): 1506: product quality problem.